Event description:
It was reported that one day post-implant, the right ventricular lead impedance had decreased. It was also reported that the device had not taken automatic threshold or sensing measurements, so the rv output was high in relation to the actual low rv threshold. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t competitor implantable pacing lead 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6); 680r26 heart ring 2012 (B)(6). (B)(4).